Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken cable was identified on a large suturecut needle driver instrument. No fragments fell into the patient. There was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken grip cable at the proximal end of the instrument. Housing was removed and found a broken grip cable at the clamping pulley. The pulley cable grooves exhibited white residue. Failure analysis also observed various scratch marks at the distal end of the main tube with light material removal. The scratches were not aligned with the tube axis. No other damage was found. Failure analysis also observed discoloration on the main tube. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.